Event description:
It was reported that the pulse generator could not be interrogated. It was noted that the device was approaching elective replacement. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.